Manufacturer narrative:
Medwatch submitted to the FDA on 09/22/2016. The device was returned to apollo for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted brown particles on the outer surface of the taper tubing. Yellow particles were observed on the outer surface of the band tubing. Yellow discoloration was observed on the taper tubing. A port leak test was performed and leakage was observed from the port tubing. A fill inspection test was performed and there was no blockage or resistance to flow noted. Microscopic analysis noted a smooth opening on the port tubing near the ss connector. Three striated openings were observed on the band tubing. Device labeling address the event as follows: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
A patient with the lap-band system was reported to do "well but the patient noticed a loss of satiety and weight regain began. The patient received adjustments but volume checks consistently revealed less volume. Satiety after fills lasted only 24 at the most." Device has been removed and port replaced.